Event description:
It was reported through results of a clinical trial that approximately three months and nineteen days post index procedure completion using a chronic catheter placement, the subject developed adverse event of bacteremia. It was further reported that approximately three months and twenty days post index procedure, event required re-intervention and the catheter was removed, and exchanged. The current status of the patient was not provided.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 11/2025). The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.